Event description:
It was reported that the patient was admitted to the hospital due to multiple falls following the implant procedure. It was noted that the patient was struggling with surgical pain and needed to stay at the hospital to control it more effectively. The patient was discharged later with no abnormal findings and was doing well upon follow-up.